Event description:
Low false and confirmed reactive advia centaur xp hbsag results were obtained by the customer and considered discordant when compared to the patient's hepatitis b panel test results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and found no system issues that may have contributed to false low reactive results. No conclusion can be drawn. The IFU under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required.